Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a low blood glucose level of 37 mg/dl. The insulin pump went into threshold suspend three times. The device was not returned.